Event description:
The customer reported the ventilator stopped working and alarmed vent inop. The customer reported the unit was not in use on a patient, therefore, there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The manufacturer's service technician verified the customer reported problem. The service tech replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and final applicable testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.